Event description:
It was reported that the patient injected a needle in his penis puncturing his inflatable penile prosthesis (ipp). The device was explanted and a new ipp was implanted. No patient complications were reported in relation to this event. Additional information was requested and will be provided as it becomes available.